Manufacturer narrative:
Information contained in this report was previously submitted through psr on (B)(6) 2009. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and nipple sensation increase/decrease are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation: capsular contracture, baker grade unknown. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported nipple paresthesia/hypersensitivity. Healthcare professional reported capsular contracture, baker grade unknown. Device has been explanted. This record is for the left side.